Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp and ended use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4) - (B)(6) 2012 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per e-mail notification, zoll customer support was notified that a (B)(6) year old female pt was treated on (B)(6) 2013. Dual lead noise and artifact contributed to the false detection. The pt was treated at 07:56:58. The rhythm at the time of the treatment was unable to be positively identified due to noise and artifact. It was reported that the pt was conscious at the time of the treatment. The post-shock rhythm was a sinus rhythm with noise and artifact. The response buttons were pressed during the entire event. The pt went to the hosp and ended use of the lifevest.